Event description:
The patient's acid reflux has recurred.

Manufacturer narrative:
Explant date, corrected data: initial MDR inadvertently listed an explant date when the device is still implanted in patient. The explant date has been removed and replaced with "na."

Event description:
Further follow up with the physician confirmed that the patient was no longer experiencing the reported side effects at their most recent appointment. The physician programmed the patient on at their appointment. The physician had no concerns at that time and will continue to titrate the patient to a therapeutic dose. The patient reportedly went to a gastrointestinal specialist for their gallbladder discomfort. The patient reportedly had no other discomfort and did not follow back up for the gallbladder discomfort; and therefore, no further assessment could be provided in regards to this event. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported by the patient that since their vns implant they have experienced tightness in the neck and throat, headache, and increased acid reflux. At the time of the report the vns has not yet been turned on. Further follow-up with the physician confirmed that the reported events of pain in neck and throat, headache, and increased acid reflux are most likely related to vns surgery and unlikely to be related to the vns itself since therapy has not yet been enabled. No known intervention has occurred to date. The patient later called in reporting that they have additionally experienced chest pains, gallbladder issues, and are throwing up due to the pain. The patient also mentioned that the vns still has not been turned on yet because it is "taking a long time to heal." No other relevant information has been received to date.